Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up in backup vvi. It was noted that the patient just underwent an MRI, which triggered the backup state. A device image was received for further investigation. A device restoration was performed successfully. The patient will continue with regular follow-up.